Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon product (ethibond suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (ethibond suture) used in this procedure? Citation: rev assoc med bras 2015; 61(4):341-346, (B)(4).

Event description:
It was reported via journal article "title: survey of infection in orthopedic postoperative and their causative agents: a prospective study" authors: gabriel de deus vieira1*, hallan rodrigues mendonça2, thaianne dacunhaalves1, danilo fernandes de oliveiraaraújo1, mauro lopes dasilveirafilho1, andré pastuczenko dos santos rodrigues de freitas3, fláviabressan3, renato de figueiredo radaeli2, camilamaciel de sousa4 citation: rev assoc med bras 2015; 61(4):341-346, http://dx.doi.org/10.1590/1806-9282.61.04.341 the aim of this study was to evaluate cases of infected wounds in orthopedic postoperative and their causative agents. Between november 2012 to november 2013, 985 orthopedic surgeries were performed. In the 985 patients who were included in the study, ethibond sutures were used in 2 patients. There were 2 patients who developed bacterial wound infections. In conclusion, infections in surgical site are worrying events, due to their severity and high cost to public coffers, so it is essential to prevent infections and, in case this is not enough, to establish a rapid diagnosis and proper conduct for treatment in order to prevent progression..